Event description:
Information received indicates the siderail is not latching due to a bent siderail latch cover.

Manufacturer narrative:
The technician straightened the siderail latch cover to repair the bed.